Event description:
It was reported that during a da vinci-assisted right basal segmentectomy surgical procedure, the maryland bipolar forceps were no longer functional and were replaced. There were no consequences for the patient. The procedure was completed with no reported injury.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.